Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) display blacked out. After starting back up, the display became distorted and could not be used. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This iabp unit is a gettinge fixed asset and was being used as a replacement at the customer's facility. Thus, this iabp unit will not be returned to the facility after completion of the repair. It is unknown as to when the repairs will be completed. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) display blacked out. After starting back up, the display became distorted and could not be used. No patient harm, serious injury or adverse event was reported.